Event description:
It was reported that the pump emitted a replace battery alarm at which time the pump was found hot to the touch. The pt stated the pump was worn in the ocean earlier in the day and found corrosion inside the battery compartment and on the battery.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the keypad was peeling and evidence of moisture was found inside the battery compartment. There was also a visible battery compartment crack observed. The complaint that the pump overheated during was not duplicated during eval.